Manufacturer narrative:
(B)(4).

Event description:
Same case as MDR ID: 2134265-2018-00308 and 2134265-2018-00310. It was reported that balloon rupture occurred the target lesion was located in the cephalic vein. A 10.0 x40 75cm gladiator¿ balloon catheter was advanced for dilatation. However, the balloon ruptured during inflation. Another 10.0 x40 75cm gladiator¿ balloon catheter was then advanced but still, the balloon ruptured during inflation. Subsequently, a 12.0 x40 75cm gladiator¿ balloon catheter was advanced for dilation; moreover, the balloon ruptured as well. The procedure was completed with a 12.0 x 40mm balloon catheter. No patient complications were reported and the patient was fine.

Manufacturer narrative:
Device evaluated by MFR, eval summary attached, method codes, results codes, conclusion codes: updated. Device evaluated by MFR.: returned device analysis revealed that the balloon was unfolded which indicated it had been subjected to positive pressure. A visual examination of the returned device identified a longitudinal tear in the balloon material beginning approximately 3mm proximal to the proximal end of the proximal marker band and extending approximately 56mm distally across the balloon material. The rate of burst pressure of this device is 14 atmospheres. No issues were identified with the balloon material that could have contributed to the complaint incident. A visual and microscopic examination found no issues with the markerbands or tip of the device that could have contributed to the complaint incident. A visual and tactile examination found no kinks or damage along the shaft of the device. No other issues were noted with the device during analysis. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Same case as MDR ID: 2134265-2018-00308 and 2134265-2018-00310. It was reported that balloon rupture occurred. The target lesion was located in cephalic vein. A 10.0x40 75cm gladiator¿ balloon catheter was advanced for dilatation. However, during procedure the balloon ruptured. The procedure was completed using a different device. No patient complications were reported and the patient's status was fine.